Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert component was reported. The event was confirmed through the operative report provided. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: no patient demographics, no examination of the explanted component, no x-rays, no bacteriology results, and no follow-up subsequent to the (B)(6) 2013 revision surgery are available. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this periprosthetic infection. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Irrigation and debridement of left knee with tibial tray polyethylene exchange - left knee.

Manufacturer narrative:
The following other devices were also listed in this report: #3 triathlon femoral component; cat# unknown; lot# unknown; #3 triathlon primary tibial baseplate; cat# unknown; lot# unknown; triathlon 10mm asymetric patella; cat# unknown; lot# unknown; simplex p bone cement; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Irrigation and debridement of left knee with tibial tray polyethylene exchange - left knee.